Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting sample with previous history of anti-e failed to react with 0.8% surgiscreen lot # vss751, cell# 2 (e+). Issue reported 9/24/2015. Frequency: 1x. Methodology used: gel/ manual. Incubation time (for manual test only): 15 mins. Pattern observed: negative. Customer was expecting: positive. Test repeated: na. Associated reagent: card/cassette type: mts igg gel card. Rbc type: 0.8% surgsicreen, lot number: vss751, expire: 9/29/2015. Visual appearance before use: ok. Ocd attempted to contact the customer three times to obtain further information. Customer never returned ocd's calls.